Manufacturer narrative:
The explanted valve was returned in a dry condition, which was not recommanded (for optimal analysis conditions : in saaline water), and adjusted on pressure setting 5 (200 mmh2o). The valve shows traces of dried blood inside and outside the valve. The adjustment of the valve was non-compliant in the state of return. The magnets of the rotor opened but the rotor didn't move. The dried blood to wa most likely the reason. After cleaning and decontaminating the valve, the test results are conforming. The blood in the rotor appears to be the reason behind the anomaly at the reception of the valve. The pressure measurements performed on the valve were globally conforming with specifications in terms of opening pressure, only the 4th position was slightly lower than expected. A slight instability of pressures was also noticed. The valve seemed very sensitive to external parameters (such as vibrations), when a vibration was applied, the pressure increased rapidly. Also, the closing pressures were non-compliant and lower than expected. This is most likely related to debris inside the valve. The analysis underlines the presence of dry debris (especially blood) in the rotor. The overdrainage reported by the medical team is most likely related to those debris. These impurities modify the efficiency of the valve by jamming the spring. Thus, changing the pressure-flow characteristics of the shunt. It notably modifies the closing pressure. Could be linked with overdrainage before explantation. The anomaly suspected can be confirmed. The spring of the valve must have been blocked by debris and was no longer reliable. .

Event description:
The patient has been implanted with the sophysa spv valve on (B)(6)2016. Initial valve setting was 110 mmh2o. On an unknown date, the patient complained of a headache; further examinations revealed ventricular shrinkage. Consequently, valve setting has been updated to 150mmh2o on (B)(6)2021, and then to 200 on (B)(6) 2021. Despite those settings, the signs of overdrainage did not improve; it was decided to explant the valve on (B)(6) 2021; a new sophysa valve has been implanted, model spva-sx. There were no consequences on the patient.

Manufacturer narrative:
Pending device return for depth analysis. A follow up report will be sent thereafter.

Event description:
The patient has been implanted with the sophysa spv valve on (B)(6) 2016. Initial valve setting was 110 mmh2o. On an unknown date, the patient complained of a headache; further examinations revealed ventricular shrinkage. Consequently, valve setting has been updated to 150mmh2o on (B)(6) 2021, and then to 200 on (B)(6) 2021. Despite those settings, the signs of overdrainage did not improve; it was decided to explant the valve on (B)(6) 2021; a new sophysa valve has been implanted, model spva-sx. There were no consequences on the patient.